Event description:
Procedure: hysterectomy. Reportedly, the pt was operated in 2005 with the reported device. The following month the pt was returned to the hosp with bleeding. Upon returning the pt to surgery the surgeon reports the pts was bleeding from the seal site on the cervical artery. The pt is recovering following the second surgery.